Manufacturer narrative:
The pod was received not deployed with the pink slide insert not present in the top housing window. Upon opening the pod, it was observed that the linkage assembly was not fully in the undeployed state, the release bar was released from the ratchet gear, and the cam finger was dropped in its post-deployment state, indicating that firing of the needle mechanism had been initiated. During the investigation it was noted that the catch beam was installed incorrectly. This abnormality to the catch beam resulted in the slide insert not being caught and retracting, causing the reported needle mechanism failure. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a support worker from the patient's residential care home that the patient's blood glucose level rose to 21.9 mmol/l (394.2 mg/dl) while wearing the pod between 1 and 4 hours. The pod's cannula did not insert into the skin and pink slide did not move forward, indicating a needle mechanism failure. It was also reported that the patient could smell insulin from the pod site. When the pod was removed from the infusion site, the pod's cannula was not visible and there was bleeding at the infusion site. The care team taking care of the patient thought the cannula remained inside of the patient's body, so they took the patient to an emergency room at midland metropolitan university hospital for x-ray tests. The doctors checked the patient's blood glucose level and found that it was at 7.9 mmol/l (142.2 mg/dl). After x-ray tests were performed, the cannula was not found in the patient, and the patient was discharged the same day.